Manufacturer narrative:
(B)(4). Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the reservoir compartment is cracked, she thinks she may have turned it too tight to lock in the reservoir. Customer also reported that reservoir came out twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.